Manufacturer narrative:
Upon receipt at out post market qa lab, a thorough eval of the device was performed. Visual inspection identified no anomalies. The device was able to be interrogated, however running a diagnostics test revealed the device data had been corrupted. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance spec with no out of range measurements or interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed. The cause of the memory corruption could not be confirmed in analysis.

Event description:
Boston scientific rec'd info that the pt implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) rec'd an inappropriate shock from using a tens unit, and also had one appropriate untreated episode. No action was taken or adverse pt effects reported. Approximately seven months later the pt was seen in the clinic for a device check. An alert was noted upon interrogation and the device was at elective replacement indicator (eri) battery status. Boston scientific technical svs (ts) reviewed the alert and noted a possible power reset occurred within the device. Ts discussed that episodes would not be correctly stored in this state and device therapy is not dependable, therefore replacement was recommended. It was noted that the pt had been welding a few times per week. The field representative stated that when he interrogated the device again the next day, he did not notice any error but that the device was at eri; however when trying to retrieve episodes, he rec'd a red screen and the programmer rebooted. The pt did not hear any beep tones from the device. Subsequently, the device was explanted and replaced, and is expected to be returned for lab analysis. No add'l adverse pt effects were reported.